Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 03/13/2015 with the following findings: a review of the meter remote download revealed error 1 with sub code 17 errors. During testing, the meter remote powered on properly with no errors emitted. The meter remote paired properly with a test pump. Evidence of the complaint was found in the device history; however, the complaint was not duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error 1 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)